Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the t:lock/luer lock and that there were air bubbles present in the infusion set tubing. Customer primed the tubing and tightened the luer lock to address the issue. Customer's blood glucose level was 308 mg/dl.